Event description:
It was reported to philips that the toggle button on wireless foot switch was not working.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment which was completed as planned by using a wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch was not working. Upon functional analysis, fse identified the status of the wi-fi (led) indicator on the wireless footswitch was off and the color of the battery indicator was green. Fse confirmed that the issue was with the toggle switch and also found an issue with the wireless footswitch battery. To resolve the issue, the fse replaced the wireless footswitch and charger. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome.